Manufacturer narrative:
(B)(4). Event evaluation - (B)(4). The device was reported to be a (B)(4) multi-length ureteral stent. The device was reported to be observed in a knot during the scheduled removal of the device, with additional unknown methods attempted by the user. The device was removed by standard technique with no reported injury to the patient. The product in this case is manufactured in accordance with manufacturing instructions and inspected in according to quality control specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The device lot number was not provided, therefore review of the device history record could not be completed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided level of information for this case a definitive root cause can not be reported or determined at this time.

Event description:
When the stent was being removed the doctor found resistance on the distal end of the stent. X-ray showed that there was a bundle of stent at the upj of the kidney. A number of methods were taken to try and remove the knot, but were found to be unsuccessful. The stent was pulled down much to the dismay of the doctor and at the risk of the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.